Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-06519. Follow up information identified the physician explanted and replaced the patient¿s two ipgs rather than relocating them, as originally reported. The second ipg device information and implant date have been provided.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2019-06519. The patient has two systems. It was reported the patient experienced swelling, slight discomfort and was generally displeased with the appearance of the ipg incision scars due to scar tissue under the ipgs. To address the issue, the physician relocated both of the patient¿s ipgs to new pocket sites on (B)(6) 2019, resolving the issue. The patient¿s second ipg device information and implant date are unknown at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2; related manufacturer reference number: 1627487-2019-06519.